Manufacturer narrative:
Event problem and evaluation: on 8-mar-2014, a medtronic representative went to the site to test the equipment. The mobile view station (mvs) failed to boot. The mvs computer was replaced with a new one. The imaging system then passed the system checkout and was found to be fully functional. The mvs server computer was returned to the manufacturer for analysis and an electrical failure was found. The reported event was caused by a bad video card. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while preparing to take a fluoro shot during a spinal fusion procedure, the imaging system made an audible beep when the user hit the hand switch to take the image, but the image did not transfer over. During trouble-shooting, the system was re-booted but the mobile view station (mvs) was not booting. The line power was green; system was on; the uninterruptible power supply (ups) showed green leds and was functioning, but the pendant displayed the message, "waiting for mvs to initialize." There was a reported delay to the procedure of twenty-one minutes due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was brought in to proceed with the case. There was no impact on patient outcome. No further details were provided.